Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on 6/19/2018, that on approximately (B)(6) 2018, a loss of connection occurred. A data investigation will not be performed as signal loss up to one hour is within specification. In addition, the patient was using an off-label os on their smart device. No additional event information is available.